Event description:
A user facility clinical operations nurse manager reported blood loss resulted from an alleged dialyzer blood leak. No blood was returned and no antibiotics were given to the patient. The estimated blood loss was unknown. Photos were provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Health effect - clinical code plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Two photos were provided. The first photo shows a close up of the lot number of the product label of a dialyzer sealed in the pre packaging pouch. The second photo shows the whole product label of a dialyzer sealed in the prepackaging pouch on top of multiple other dialyzers sealed in the prepackaging pouch. No defect or irregularity is visible in either photo. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical operations nurse manager reported blood loss resulted from an alleged dialyzer blood leak. No blood was returned and no antibiotics were given to the patient. The estimated blood loss was unknown. Photos were provided for the investigation. Additional information was requested but was not received to date.